Manufacturer narrative:
Pump passed displacement test and active current measurement. Pump failed sleep current measurement due to high current reading, problem isolated due to moisture damage on pcba 1. Pump failed self test due to pump error 75. Successfully downloaded history files and trace using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within spec range. The unloaded voltage (ul vlith) and loaded voltage (loaded vlith) showed to be more than 100mv separated for long periods of time. Pump error 68 and pump error 49 were confirmed during testing. Verified the pump alarmed pump error 68 on 10/17/2022 at time 20:45:15.000 due to hardware anomaly possibly caused by moisture damage. Verified the pump alarmed pump error 49 on 10/17/2022 at time 20:45:46.000 due to hardware anomaly possibly caused by moisture damage. Verified the pump alarmed pump error 75 during testing on 04/17/2023 at time 14:10:07.000 due to moisture damage on lithium battery. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked case (battery tube), and pillowing keypad overlay. Pump error 68 confirmed during testing due to hardware anomaly possibly caused by moisture damage. Pump error 49 confirmed during testing due to hardware anomaly possibly caused by moisture damage. Pump error 75 confirmed during testing due to moisture damage on the lithium battery. Blank display not observed during analysis. Blank display not confirmed. Pump exposed to moisture confirmed on the pcba 1, pcba 2, and force sensor. Unexpected battery power loss confirmed due to high sleep current, problem isolated to moisture damage on the pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the display on the insulin pump was blank and customer received trace pointers are invalid and history pointers failed pump errors. Troubleshoot was performed for blank display and the battery cap was neither damaged nor corroded. No harm requiring medical intervention was reported. Troubleshooting was performed, but the customer will discontinue use of the device.